Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced a perforation. The target lesion was located in the mid-circumflex artery. The physician accessed the lesion with a 6fr sheath, crossing guidewire, 6fr xblad 3.5 guide catheter and a bmw guidewire via the right radial artery using the seldinger technique. The patient was given an angiomax bolus infusion. The bmw guidewire was advanced through the mid-circumflex artery, across the area of stenosis into the obtuse marginal (om) artery. The bmw guidewire was exchanged for a csi viperwire through a 2.0mm balloon and a csi orbital atherectomy device (oad) was loaded onto the viperwire. The physician completed two passes at low speed. Each pass was 15 seconds long for a total of 30 seconds. A post-atherectomy angiogram showed a perforation in the distal branch of the mid-circumflex artery. A 2.5 x 20mm balloon was inflated at 8 atmospheres for 2 minutes in an attempt to resolve the perforation, but was unsuccessful. The physician then placed 2 overlapping graftmaster covered stents (2.8 x 16mm and 2.8 x 20mm) into the om. The stent placement was successful in resolving the perforation and the patient left the procedure in stable condition.